Event description:
Complaint found in maude database: "the left side the guidewire started to unravel with the tip still in the vein itself as I was trying to guide it into the vein while changing the angle of the needle in case I was hitting against the wall of the vein. I removed the introducer needle so that the guidewire was not snagged on the bevel of the needle and then tried to remove the guidewire. After some initial resistance I was able to get the guidewire out of the vein and verified that the tip had been removed. We kept the faulty guidewire so that the incident could be communicated to the manufacturer."

Manufacturer narrative:
Qn#(B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4).

Event description:
Complaint found in maude database: "the left side the guidewire started to unravel with the tip still in the vein itself as I was trying to guide it into the vein while changing the angle of the needle in case I was hitting against the wall of the vein. I removed the introducer needle so that the guidewire was not snagged on the bevel of the needle and then tried to remove the guidewire. After some initial resistance I was able to get the guidewire out of the vein and verified that the tip had been removed. We kept the faulty guidewire so that the incident could be communicated to the manufacturer."